Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu0888 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during catheter placement, the guidewire of the seldinger catheter was found bent. The operator attempted to straighten it, but failed. No other information was provided.